Event description:
I was using the "myself" biofeedback device according to the directions. That is pumping air into the sensor until the lcd display tells me to stop. Then tighening muscles until the biofeedback display tells me to relax. When doing this I felt a sudden pain and a twinge. A lump protruded low on my abdomen. I have seen a doctor about this, it is an inguinal hernia.